Manufacturer narrative:
Corrected data: philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing cardiovascular procedure. The procedure was not delayed and completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to store images. Review of the logfile shows a malfunction occurred in the frontal ip-pc and system displayed the message: ¿user msg: exposure not possible. Image disk full.¿. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and the customer reported that users received a warning indicating low free space and that x-ray functionality was disabled. To resolve the issue, fse recreated the image store database. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during undergoing cardiovascular procedure. The procedure was not delayed and completed by moving the patient to another room. The philips field service engineer (fse) visited onsite and confirmed that the system was unable to store images. Review of the logfile shows a malfunction occurred in the frontal ip-pc and system displayed the message: ¿user msg: exposure not possible. Image disk full.¿. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite, and the customer reported that users received a warning indicating low free space and that x-ray functionality was disabled. To resolve the issue, fse recreated the image store database. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's (B)(6) pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs breaks down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027). After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to store images. Which can impact imaging. The patient was moved to another system. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.